Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported on (B)(6) 2025 during a medical procedure the plastic tip came off inside the patient and the surgeon had to perform an open operation to remove it. An additional urethrectomy was performed to remove the instrument.